Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 5 months after the dental implants was installed in intraoral region #15 it was verified its non- osseointegration. 35 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type IV.